Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015. On (B)(6) 2015, the patient underwent the fourth bt procedure to the upper left lobe of the lungs. There was no device malfunction. On (B)(6) 2015 the patient presented with hemoptysis and was admitted to the hospital. A bronchoscopy was performed and revealed severe arterial bleeding from the lingual portion of the left lung (b4/5 left lung). The patient was intubated and sent to the thoracic surgery unit. An endobronchial clot was aspirated, and ice water therapy treatment was provided and the bleeding continued. An anterior/lateral thoracotomy procedure and bi-segmental lingual resection was performed. Hemorrhaging continued, and visceral emptying was performed followed by application of massive tissue pressure. The hemorrhage was stopped by clipping the lingual artery, "bronchoscopy control and dorsal pleurolysis". The patient was extubated with no issues and circulatory stability was adequately reached. On (B)(6) 2015 an x-ray of the thorax revealed a small pneumothorax and two catheters were placed at "the thoracic level, connected to the heimlich valve" for drainage of fluids. On (B)(6) 2015 regressing bleeding was noted. On (B)(6) 2015 pathological assessment revealed, tumor free lymph node tissue with chronic unspecific lymphadenitis and coal worker's pneumoconiosis. Highly developed chronic substantial lung emphysema, as well as pronounced recent intra alveolar and interstitial bleeding were noted. On (B)(6) 2015 an x ray revealed a small pneumothorax. On (B)(6) 2015 a bronchoscopy was performed and no active bleeding was noted. A significant amount of secretion with old blood traces from the left central airways was noted and tested. No bacterial growths were detected. On (B)(6) 2015 an x-ray of the thorax was performed and there was no evidence of stasis. A bronchoscopy was performed and evidence of old blood traces were found in the left central airways, they were mobilized and aspired. The patient received lavage with common salt. Bleeding diathesis in the left upper lobe was still present, yet no acute bloody oozing. On (B)(6) an x-ray was performed and revealed a "small atelectasis", diaphragmatic elevation, as well as meteorism in the left flexure. There was no evidence of effusion, infiltration or stasis, and no extensive pneumothorax. A bronchoscopy was performed and no bleeding was noted. On (B)(6) 2015, an x-ray follow up reported good results. Consecutive diaphragmatic elevation, meteorism and intestinal fluid were noted. Heart was normal size. There was no stasis, and no evidence of infiltration. The thoracic catheters were removed on (B)(6) 2015 the patient was discharged. The physician reported it is unlikely that bt procedure performed on (B)(6) 2015 was related to the hemoptysis.